Event description:
It was reported that during use of the left ventricular (lv) lead the capture threshold was greater than lv output with possible non-capture.  The lv lead remains in use.  It was also reported during use of the right atrial (ra) lead it appeared potential atrial under sensing triggering device classified false termination of atrial tachycardia )at)/atrial fibrillation (af) event(s) at times.  The ra lead remains in use.  Additionally, a right ventricular (rv) lead warning triggered for high rate non sustained episodes and sensing integrity counter (sic).  The rv lead remains in use.  The cardiac resynchronization therapy defibrillator (crt-d) device interrogation report displayed question marks instead of a threshold value when the device feature that automatically monitors pacing thresholds at period intervals is off or in monitor mode.  The crt-d remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  dtma2qq crt-d implanted:  (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.